Event description:
It was reported that an occlusion alarm occurred. The customer's blood glucose level did not exceed 500 mg/dl or read as ¿high,¿ indicating there was no adverse impact. The customer followed instructions to disconnect the tubing and deliver various boluses, resolving the issue by replacing supplies and resuming insulin.